Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated was experiencing high blood glucose levels of 400 mg/dl. The customer states it was because of a bent cannula. The customer was advised to change set, customer decline to further trouble shoot since she knows what to do and rarely gets bent cannulas. No further details given on how they treated for high blood glucose levels. The insulin pump will not be returned for analysis.